Manufacturer narrative:
Concomitant medical products: product ID 3625, product type: screening device. (B)(4).

Event description:
The patient reported that the whole trial system came off the day she got it on (B)(6) 2015. She did not know what happened and stated that "they did not pull any leads they were all gone." There were no symptoms reported. The patient's indications for use were unknown. It was not clear that the patient meant by "came off" and was intervention was done in turn, so additional information was requested. If additional information is received a supplemental report will be sent.